Event description:
It was reported that pump experienced repeated malfunction, including earlier unknown malfunction weeks before that had been temporarily resolved by customer resetting pump, and pump later had unrepairable malfunction. There was no reported impact to the customer¿s blood glucose level. Customer was advised to call technical support if malfunction occurred again, and legal guardian was later informed that pump was being replaced.